Event description:
Complaint description: they inflated the balloon by water on trial, it was impossible to deflate.

Manufacturer narrative:
Based on available info, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a catheter whose balloon has failed to deflate. If forcibly removed with the balloon still fully inflated, there is a risk of serious injury to the soft tissues of the urethra. Reported to the FDA on (B)(4) 2013.